Event description:
Additional informaiton indicated reimplantation was undertaken and implant was a couple of cm longer than the original.

Manufacturer narrative:
This follow-up MDR was created to document the evaluation of the returned device and additional event information. A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed abrasion on all tubes of the pump. No functional abnormalities were noted with any of the components returned. Because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was not right. Checked for fluid loss but seemed okay. Pump tubing was shortened, but still not right. Possible undersized originally. The issue was observed three months before.